Event description:
Device 1 of 2: ref MFR report: 1627487-2103-18699. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient lost stimulation. The patient states she was getting out of bed and felt a popping sensation and was then unable to feel stimulation. The sjm rep met with the patient and diagnostic testing revealed invalid and low impedance readings. X-rays are to be taken and the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.